Event description:
It was reported the left ventricular lead demonstrated failure to capture and elevated capture threshold measurement. It was determined the lead had retracted slightly and was no longer making good contact with the myocardium. It was also reported the patient was hospitalized due to congestive heart failure that may have been precipitated by the lack of biventricular synchrony. The lead was removed and a replaced. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted 2012 (B)(6). (B)(4).

Event description:
It was also reported the device depleted due to increase of capture threshold of malfunctioning lv lead.